Manufacturer narrative:
Section d10 references: product ID 37761 lot# serial# (B)(6): product type recharger product ID 37751 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported the cord on the desktop charger was damaged as the connector pin was wiggly and damaged. In addition, the recharger needed to be replaced because when the desktop charger was plugged in and held in place they could charge their implant, however if the cord was removed, they couldn¿t charge their implant.